Manufacturer narrative:
An analysis was performed on the returned device. The reported mechanical jam and no audible prompt/feedback were not confirmed. A review of the incident information and analysis of the returned product determined the observations noted during return device analysis are consistent with the reported needle to cuff miss with typical damages seen in a suture retrieval issue. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Interactions with the patient anatomy likely lead to a needle deflection creating a cuff miss which prevented the plunger from being able to be fully depressed. This would not allow for a full needle blow through and would prevent the expected audible feedback of the plunger clicking. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction - medical device problem code 3273/noise was removed and code 2282 (no audible prompt/ feedback) was added.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device using an 8f sheath after an interventional procedure. Reportedly, the plunger could not be fully depressed as the collar would not meet the device body, and there was no audible click to confirm completion of step 2. Additionally, the suture was not present when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.